Event description:
During preventative maintenance of the device, the user reported that the speed control knob was stiff. As a result, the knob was replaced by the field service rep. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.